Manufacturer narrative:
The field service engineer replaced tubing and performed precision studies. The customer ran calibration and controls; these recovered within laboratory guidelines. The last calibration performed on (B)(6)-2021 had a calibration error. On the day of the event, controls run in the early morning passed and controls run later that morning failed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined there was a failure of the flow path.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 125 ii assay on a cobas 6000 e 601 module. Around the time of the issue, the customer also received an abnormal sipper movement alarm on the analyzer. The sample initially resulted in a ca 125 value of 27.07 u/ml and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 179 u/ml. The repeat value was believed to be correct. The ca 125 reagent lot number was 488340. The reagent expiration date was requested, but not provided.